Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found external insulation abrasion at 20.9cm-21.1cm from connector pin due to friction to the ICD can. The etfe of the svc cables was intact. Reliability laboratory technician; st. Jude medical crmd reliability laboratory; no complaint was received with return of the device. Failure (event) observed during analysis.